Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not maintain proper hygiene. The patient was hospitalized for the event and was treated with vancomycin injection (1gm for 7 days, route, frequency were not reported) and ceftazidime injection (1gm for 7 days, route, frequency were not reported). At the time of this report, the patient was recovered from the event and was discharged seven days after being hospitalized. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available